Event description:
It was reported the pt had not recharged for about 2 years. The pt was unable to initiate the recharge process. Follow up identified the pt met with the physician and surgical intervention was to be undertaken at a later date to replace the ipg.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.